Manufacturer narrative:
One of the devices pending evaluation was inspected in the field and the issue was confirmed. The malfunction occurred due to broken/damaged components. The device was repaired and returned.

Event description:
This report summarizes 4 malfunction events, where it was reported the cot dropped. There were two instances with patient involvement; however, no adverse consequences or clinically significant delays in treatment were reported.

Manufacturer narrative:
The final device pending evaluation was inspected by a stryker service technician in the field and the issue was confirmed; there was a broken/damaged component.

Event description:
This report summarizes 4 malfunction events, where it was reported the cot dropped. There were two instances with patient involvement; however, no adverse consequences or clinically significant delays in treatment were reported.

Manufacturer narrative:
During the evaluation of the device on MFR report # 0001831750-2020-00149, it was determined that the device was actually model 6100003000. The device was evaluated, and it was determined the cot drop likely occurred due to a bent component. The device was repaired and returned to service.

Event description:
This report summarizes 5 malfunction events, where it was reported the cot dropped. There were two instances with patient involvement; however, no adverse consequences or clinically significant delays in treatment were reported.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. One device was not evaluated, as the customer did not make the device available for evaluation; no cause was established. One device was evaluated in the field and the issue was confirmed; the device had an alignment issue. The device was repaired and returned. Two devices are pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the cot dropped. There were two instances with patient involvement; however, no adverse consequences or clinically significant delays in treatment were reported.